Manufacturer narrative:
The customer ordered an oxygen manifold, but it is unknown if it was installed. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported the unit will not switch over from the wall to the tanks. The customer confirmed the manifold won't switch to tanks, only from the wall outlet, and the customer cannot use the tanks for oxygen. The customer requested part identification (ID) for oxygen manifold and the remote manufacture service technician provided customer with the part number. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.